Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they occasionally receiving high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The samples would first recover na values around 300 mmol/l, then repeat in the normal range around 140 mmol/l. The customer provided data for 8 patient samples with erroneous na results. No erroneous results were reported outside of the laboratory. The first sample initially resulted with an na value of 823 mmol/l, repeating as 139 mmol/l. The second sample initially resulted with an na value of 296 mmol/l, repeating as 141 mmol/l. The third sample initially resulted with an na value of 169 mmol/l, repeating as 147 mmol/l. The fourth sample initially resulted with an na value of 186 mmol/l, repeating as 138 mmol/l. The fifth sample initially resulted with an na value of 155 mmol/l, repeating as 136 mmol/l. The sixth sample initially resulted with an na value of 155 mmol/l, repeating as 215 mmol/l and 142 mmol/l. The seventh sample initially resulted with an na value of 336 mmol/l, repeating as 162 mmol/l. The eighth sample initially resulted with an na value of 173 mmol/l, repeating as 142 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer found a perforated tube on the rinse station. He changed the tubing and ran precision studies. The precision was good. The issue was resolved by this action.